Event description:
It was reported that a pacemaker dependent patient experienced a subtle weakness and syncopal episode while driving a car and was involved in a motor vehicle accident. Upon interrogation, the right ventricular lead was fractured. Loss of capture with a 8 second pause was noted on telemetry. The lead was capped and replaced. No further information is available.